Manufacturer narrative:
(B)(4) it was reported that the patient's blood pressure dropped and echo confirmed pericardial effusion. Pericardiocentesis was performed and approximately 100 ml of fluid was removed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi equipments were involved: carto 3 rmt system (serial# (B)(4)), stockert general (serial# (B)(4)), coolflow pump (serial# (B)(4)), catheter sndstr10g (serial# (B)(4)), catheter d135303 (lot#16102284m), catheter d134301 (lot#16103043l). (B)(4).

Event description:
It was reported that a patient, male, underwent a atrial fibrillation (afib) procedure suffered a cardiac tamponade which required pericardiocentesis. During ablation anterior to the right superior pulmonary vein, the patient's blood pressure dropped and echo confirmed pericardial effusion. Pericardiocentesis was performed and approximately 100 ml of fluid was removed. The patient was stabilized and under observation. The prognosis for the patient was good. The physician¿s opinion regarding the causality of adverse event was the procedure-related. The patient was on rivaroxaban (zoralto) for procedure so physician noted they were high risk for bleeding complications.